Manufacturer narrative:
A depuy (B)(4) supplier examined the returned products and confirmed the complaint; the cup was not returned. A depuy france supplier reviewed the device history records for the provided part and lot codes and found the products conformed to the required specifications and found no manufacturing deviations or anomalies. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the cup was unavailable. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required for two of the screws were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening of the metaglene. Poly wear was also reported. Update: 03/20/2013 - part and part/lot information has been received for the three screws. This information will not affect the MDR decision.